Manufacturer narrative:
Upon arrival the ge service rep was informed of a second problem, there was a image artifact. After repairing the temp sensor wires, the error message no longer appeared. The image artifact was due to a gouge on the collimator cover. The collimator cover was replaced.

Event description:
The customer reported that the system indicates a temperature sensor failure on the c-arm display. This occurs every time they try to boot up even if the equipment has not been used. The surgeons refused to use the unit when they saw this happen. No pt injury was reported.